Event description:
Related manufacturer reference numbers: 2017865-2022-10367. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead and the right ventricular (rv) lead both exhibited pacing inhibition due to noise over-sensing. Both atrial lead and rv lead were capped and replaced on (B)(6) 2022. The patient was discharged.